Event description:
Malfunctions of 10 new minimed quick set plus insulin pump infusion sets resulted in blood sugars over 400 mg/dl over the course of two days. Nausea and vomiting due to ketoacidosis.